Event description:
Consumer complaint of low blood glucose results. Customer states normal glucose results in the morning are about 125 mg/dl and before bed are 135-145 mg/dl. Review memory results: (B)(6) at 8:40a 143 mg/dl, (B)(6) at 6:42a 108 mg/dl, (B)(6) at 4:06a 115 mg/dl, (B)(6) at 1:19a 88 mg/dl, (B)(6) at 11:24p 79 mg/dl, (B)(6) at 11:08p 80 mg/dl, (B)(6) at 10:52p 80 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluaton. (B)(4).